Event description:
Customer reported low blood glucose levels and that the ambulance was called. The emergency medical services people gave her glucose to treat her low blood glucose. Customer stated that her blood glucose levels were low due to not eating enough. Customer also reported being stuck in the fill tubing process. Customer declined troubleshooting for the low blood glucose. Customer's current blood glucose reading is 215 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.